Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to staple with the first device and the staples were stuck sideways in the device; the device locked-up. Another like device was then used for 2 firings without incident. On the third firing, the second device discharged loose staples into the patient. The device was removed from the patient and fired 2 or 3 times outside of the patient to remove the loose staples. The case was completed with this same device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Empty the analysis results found that the er320 device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the returned condition of the device no conclusion could be reached as to what may have caused the feeding incident. Based on the photographic evidence there is confirmation that the device delivered unformed clips and a clip that rotated and became stuck in the jaws. Unfortunately, there is insufficient evidence as to what may have caused this issue.